Event description:
It was reported that the device was removed due to infection, pain, and the device "appears broken on one cylinder." It was indicated that a new device was implanted on the same day as the removal.

Manufacturer narrative:
The returned and analyzed right cylinder performed within specifications. The left cylinder sustained operating room damage to the outer tube, revealing the exposure of the inside components. It was noted that both cylinders functioned as intended. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.